Event description:
It was reported the image disappears, is dark and the visual field is suddenly lost with the camera head. The issue was found during a diagnostic cystoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the most probable cause is due to missing charge coupled device lens. A device history review revealed no issues that could have caused or contributed to the reported issue. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.